Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. The device's flow sensor assembly was found to be broken. The device's flow sensor assembly was replaced to address the issue. Conclusions: the device was repaired but not returned to the customer, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.